Manufacturer narrative:
Insulin pump received with no esc and act button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked lcd window on the upper right side corner and cracked battery tube threads. Insulin pump was unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no esc and act button response.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 300 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.